Event description:
An apparent expired guide wire was used in surgery and disposed of by hospital staff after surgery. Pre-operatively, implants and non-implants were staged for pick up by warehouse staff. Implants and non-implants inventory was conducted by sales rep prior to surgery. Non-implants included two 3x1000mm ball-tipped guide wires. Inventory of all products included a check of expiration dates before entering or. Product expiration dates were confirmed with rn and or technician prior to opening products intra-operatively.

Manufacturer narrative:
Device will not be returned. Device should be checked by the hospital staff before surgery. Expired product should not be used. This event would be considered user error. Device was discarded.